Event description:
This ra lead was implanted on (B)(6) 2006. During device changeout on (B)(6) 2011 it was noted that the lead was on top of the old device. The lead remains implanted. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).